Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. Fr995-29 tissue valve, implanted:(B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance and oversensing resulting in minor pauses. The ra lead exhibited high impedances and oversensing resulting in inappropriate atrial arrhythmia detection. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.